Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, the patient complained of shortness of breath with hiccups. During the check, loss of capture was observed on the right ventricular (rv) lead due to dislodgement. As a result, a revision procedure was scheduled. During the revision procedure, a small perfusion was possible. As a result, the physician suspected a possible perforation. As the echocardiogram noted effusion, a small perforation was confirmed. The rv lead was successfully repositioned. No additional adverse patient effects were reported.